Event description:
Pt immediately post-op CABG on ventilator. Ventilator alarm sounded and ventilator shut down completely. Pt was manually ventilated until a replacement ventilator could be brought to the unit. No bad outcome. Pt extubated and doing well on post-op day 1. Ventilator given to MFR in hopes of identifying reason for product problem.